Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon occurred. The target lesion was located in the tortuous right coronary artery (rca). A 2.25x12mm promus element stent delivery system (sds) was selected to treat the lesion. During sds advancing, they attempted to position the device to the distal third of the lesion but it was impossible to advance and they noticed a slight movement of the stent on the balloon. They decided not to place that stent due to the risk of unmounting. The procedure was completed by implanting a 2.25x32mm promus element stent . No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the distal end. Various struts on the most distal row were lifted and pulled distally. The entire stent had moved distally by approximately 2mm. This type of damage is consistent with the stent meeting resistance upon withdrawal. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. A 0.0155" product mandrel was advanced throughout the entire guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon occurred. The target lesion was located in the tortuous right coronary artery (rca). A 2.25x12mm promus element ¿stent delivery system (sds) was selected to treat the lesion. During sds advancing, they attempted to position the device to the distal third of the lesion but it was impossible to advance and they noticed a slight movement of the stent on the balloon. They decided not to place that stent due to the risk of unmounting. The procedure was completed by implanting a 2.25x32mm promus element stent . No complications were reported and patient's status is stable.